Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 on channel a. It is unknown when or at what point in the process this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board on channel a. The channel a air in line printed circuit board was calibrated and verified to repair this condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that during a pump implant, the pt experienced "cardiac symptoms" and the case was abruptly stopped. A f/u report will be sent if additional information becomes available.